Manufacturer narrative:
No device analysis was performed; the device met risk-based analysis criteria.¿

Event description:
It was reported that the patient¿s incision never quite healed properly and was bothersome. It was determined that she actually had a staph infection in the lower back/posterior sacral area, which was diagnosed or began on (B)(6) 2014. It was unknown if perioperative antibiotics were administered. There was an increase in redness and pain around the lead site. The healthcare provider (hcp) also mentioned drainage from the incision site. The entire system was removed and antibiotics were prescribed. The removal went well and the infection had improved by the time of removal. The patient would like to replace the device after the infection heals. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# va0ldr6, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).